Manufacturer narrative:
Clients wife was trying to get the chair up a curb when there was a snapping noise from the chair. At the time, client was pulling back using the push handles and stepping on the anti tip. Client hurt his hand but no serious injury incurred. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Clients wife was trying to get the chair up a curb when there was a snapping noise from the chair. At the time, client was pulling back using the push handles and stepping on the anti tip. Client hurt his hand but no serious injury incurred. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).